Event description:
On (B)(6) 2015, a dentist reported a case of a (B)(6) year-old male patient who required endodontic treatment on tooth #30. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec. Prior to the lava ultimate crown, the tooth is noted as having decay that occurred close to the nerve. The tooth became sensitive and a root canal was performed on (B)(6) 2014.